Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complicati ons have been reported as a result of this event.